Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim alleges the patients devices were removed. Update litigation alleged the patient suffered pain, permanent injuries, metal debris within the joint space, severe metal poisoning and metallosis as a result of the implanted asr hip.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.